Event description:
Since (B)(6) 2016 the pump continues to vibrate; steady all day pulses, shocks several times a day and the alarm continues to go off every hour. I was told by medtronic that this device has a 7 year life span. I've had it 9 years and as long as it sounds off, I know it still has power. This has been a nightmare. I'm shaky all of the time. Sleep is difficult between the noise, shocks and constant pulsations. It's terrifying not knowing how long this will go on and what will happen next. I haven't been able to find a doctor to take care of the device and medtronic doesn't seem to have answers. The hospital where I had it put in told me to seek help elsewhere. Just unbelievable. No doctor wants to take on another doctor's problem. This could have been a great case study for medtronic. I'll never understand how this can happen.